Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16- 0x20e6. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer's pump was included in a field correction, and technical support took steps to resolve the issue by arranging the shipment of a replacement pump. The customer was informed about receiving a pump with updated software and was instructed on putting the current pump into storage mode before returning it to tandem. Instructions were provided for the return process, including returning the problematic pump via ups within 10 days. The customer understood and acknowledged all instructive measures.